Manufacturer narrative:
Manufacturing reference number 3006705815-2020-00811 should not have been reported as an medical device report (MDR) after additional information received confirmed the system was explanted after the patient's anchors dislodged and caused discomfort.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
Related manufacturer reference number: 3006705815-2020-00883, 3006705815-2020-00882. It was reported that the patient is scheduled for surgical intervention wherein the patient¿s entire system will be explanted. The exact reason for surgical intervention is unknown at this time.